Event description:
Procedure type: video laparoscopic cholecystectomy. According to the reporter: the balloon of the trocar was broken, so it was not possible to use it. There was no report of pieces falling into the cavity. A new instrument was used to complete the procedure. No pt injury was reported. This device was not used on the pt.

Manufacturer narrative:
Date initial report sent: 08/19/2008.